Event description:
It was reported that the patient had a micl12.1 implantable collamer lens implanted on (B)(6) 2006. On the 48th month icl postmarket study form, the patient indicated a secondary procedure was performed due a cataract. Follow up is being conducted with the surgeon a supplemental medwatch will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Method - work order search. Results: a work order search was performed and one similar complaint was found. (B)(4).